Manufacturer narrative:
The lead and the ICD were not returned for analysis. Therefore this report only refers to the analysis of the returned data. The returned data were analyzed. The analysis confirmed a detection in the programmed vf zone on (B)(6) 2016 due to intrinsic signals. The occurred vf episode was successfully treated by the device, resulting in a ventricular rate below the programmed vf zone limit of approximately 150 'bpm. Therapy delivery in vt2 and vt1 zone was programmed off. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 14 months, it was reported that the patient experienced ventricular fibrillation and received 4 appropriate shocks. However, these shocks failed to bring the patient in the sinus rhythm. The patient died the same day. At the moment we do not have any further details with regard to the circumstances of the patient's death. Should we receive more information, this report will be updated. ICD has not been returned.